Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 399 mg/dl and a moderate level of ketones. Cause of the elevated bg level was unknown. Bg was treated via intravenous insulin and saline. No information was provided regarding the duration of stay at the ER; however, customer indicated no permanent damage was sustained.